Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded episodes showing noise myopotential, leading to electric shocks being delivered. The myopotential noise was able to be reproduced by body movements. X-ray was performed and it shows the device and the electrode placed in suboptimal positions. The patient is expected to be seen in-clinic for follow up and potential system revision. Technical services (ts) reviewed the device data and it was discussed that a potential under-insertion condition could be the cause of the recorded noise. Troubleshooting recommendations were provided to confirm/discard this observation. The patient follow up was carried as planned and it was confirmed that the system revision was performed. The electrode was explanted and replaced and it was mentioned that the electrode was damaged by the electrocautery knife during replacement. The same s-ICD device was left implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a150202. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded episodes showing noise myopotential, leading to electric shocks being delivered. The myopotential noise was able to be reproduced by body movements. X-ray was performed and it shows the device and the electrode placed in suboptimal positions. The patient is expected to be seen in-clinic for follow up and potential system revision. Technical services (ts) reviewed the device data and it was discussed that a potential under-insertion condition could be the cause of the recorded noise. Troubleshooting recommendations were provided to confirm/discard this observation. The patient follow up was carried out as planned and it was confirmed that the system revision was performed. The electrode was explanted and replaced and it was mentioned that the electrode was damaged by the electrocautery knife during replacement. The same s-ICD device was left implanted. No additional adverse patient effects were reported.